Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: after startup, the device generated an audible high-priority sound and a visual alarm with the tf9907. In calibration mode, no flow is delivered during the inspiratory valve calibration. No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. After startup, the device generated an audible high-priority sound and a visual alarm with the tf9907. In calibration mode, no flow is delivered during the inspiratory valve calibration. No patient involved as per provided information. Hamilton medical ag received the device logfiles for analysis. The log review showed that the technical fault 9907 was recorded on (B)(6) 2025, and not on the reported event date (september 15, 2025). On (B)(6) 2025 17:35:46 power-off on (B)(6) 2025 power 3. On (B)(6) 2025 17:34:50 tf: 2803 -24647 tech fault 2803. On (B)(6) 2025 17:34:50 tf: 2801 492 tech fault 2801. On (B)(6) 2025 17:34:50 tf: 2804 2 tech fault 2804. On (B)(6) 2025 17:34:50 tf: 9907 tech fault 9907. On (B)(6) 2025 17:34:49 tf: 2803 -24648 tech fault 2803. On (B)(6) 2025 17:34:49 tf: 2801 504 tech fault 2801. On (B)(6) 2025 17:34:49 tf: 2804 1 tech fault 2804. On (B)(6) 2025 17:34:49 tf: 2402 7 tech fault 2402. On (B)(6) 2025 17:34:49 tf: 2414 tech fault 2414. On (B)(6) 2025 17:34:49 audio paused off special 517. On (B)(6) 2025 17:34:49 audio paused off special 517. On (B)(6) 2025 17:34:49 ambient irreversible setting 233. On (B)(6) 2025 17:34:49 tf: 5509 tech fault 5509. The root cause was identified as a defective inspiratory valve. Following replacement of the component, the device operated as intended.